Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Medical was made aware of the following complaint that occurred in the emea region. (B)(6) found many black dots in the image and when inspected in the workshop the electrical safety test fail and they found a leaky tube involving pentax medical video gastroscope model eg29-i10c, serial number (B)(4). There was no report of death, serious injury or other significant/ important medical event. The endoscope will be repaired as part of the service repair.